Manufacturer narrative:
(B)(4). This condition was not confirmed, due to a lack of sample available for evaluation. Since this product sample is not available for evaluation, the root cause cannot be determined for this case. A batch review was not possible because lot numbers were also unknown. Since no sample was available for evaluation and no further information about any product problem is available, no root cause can be determined.

Event description:
On (B)(6) 2012, a home patient contacted baxter regarding a connection issue with his transfer set. Baxter product surveillance contacted the nurse to follow up and left a message. Baxter was contacted by the nurse on (B)(6) 2012 regarding the connection issue. The nurse stated the following: the cause of the separation was unknown and the sample was not available. The patient has developed peritonitis since the event and is on antibiotics. The nurse was willing to be contacted if additional information is needed.no further information was given at this time.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted.